Event description:
It was reported that, 4 months following a tvt procedure, the pt had vaginal pain. The procedure was reportedly uneventful. The pt initially had urinary retention requiring clean intermittent self-catheterization for 4-5 weeks, but these symptoms then resolved spontaneously. The physician reports the development of subsequent anterior vaginal wall pain associated with urinary urgency and dyspareunia. On examination there was tenderness in the vicinity of the device to the right of the suburethral incision. Cystoscopy showed no erosion. Pt was placed on nonsteroidal anti-inflammatory medication and the symptoms resolved.